Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 285, 51mg/dl and 113 md/dl within 10mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c"zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.